Manufacturer narrative:
Initial.

Event description:
It was reported that a user on the fourth day of ilet use experienced a high blood glucose of 271 mg/dl after a recent supply change and breakfast, with the user seeking confirmation that the change was performed correctly; the medical device problem and device component could not be determined due to insufficient information. Symptoms included hyperglycemia without reported associated clinical sequelae. Outcomes included no health consequences or impact, and glucose returned to range during follow-up. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information to identify a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.